Manufacturer narrative:
Intuitive surgical, inc. Received the instrument involved with the complaint. Engineering confirmed a broken conductor wire. The drive cables were all intact at the instrument's wrist but the conductor wire was broken at the yaw pulley exit. The wire was sticking out from the yaw pulley and conductor cap. No char marks were observed on the distal end components. Electrical continuity testing was performed and failed. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.

Event description:
It was reported that the user facility identified a broken cable on the instrument after it was cleaned and sterilized. Nothing reportedly fell into a patient. The instrument reportedly was not used on a patient after the reported issue was identified and there was no allegation of harm or injury to a patient.